Manufacturer narrative:
(B)(4). Date sent: 10/14/2020. Per photographic evaluation: upon visual inspection of three photos, the following was observed: the first and second photos show a device from anvil area and the washer appears to be totally cut inside of anvil. Also, the washer appears to be nicks. The third photo shows tissue on the hands of user and one part of tissue appears to be did not stapler. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2020. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo received and pending evaluation. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the total gastrectomy, after fired with audible feedback, removed the device, the donut were complete as photo show, but noted 1/2 tissue without staples, checked surgical area, did not find any staples. Used suture to oversew and the surgery delayed one and half an hour. The patient's condition is currently stable. No additional information can be provided.